Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl, peri-prosthetic seroma, and lymphadenopathy allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Regulatory agency advised they had received a report from a explanting surgeon of a bia-alcl diagnosis. The patient developed late onset left peri-implant seroma (moderate volume about 200cc in size) causing visible enlargement to breast. No other symptoms. There were no seroma masses observed. Alcl was diagnosed in the left breast, 6 yrs and 5 months post implantation. This is the primary diagnosis of alcl (t2 n0 m0, stage 1b at diagnosis. No b symptoms). Uss and MRI confirmed a left peri-implant seroma, with no sign or implant rupture. Reactive left axillary node also seen and this was avid on pet CT (no distant disease). Sections from all three lymph nodes (left axillary nodes) show extensive replacement by vacuolated histiocytes, foreign body type giant cells and refractile material, in keeping with silicone lymphadenopathy. Atypical lymphoid cells are not seen. Left ultrasound guided aspiration confirmed atypical t lymphocytes with morphology suspicious of bia-alcl, and flow cytometry confirmed cd30 positive, and immunohistochemistry confirmed alk negative. Treatment was advised to be surgical management: left total enbloc capsulectomy and explantation; excision biopsy of reactive left axillary nodes. The physician advised the patient¿s prognosis is ¿good¿.